Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred, and the pump shutdown unexpectedly. Additionally, it was reported that multiple cartridge alarms (alarm 06, alarm 24) occurred. There was no reported impact to the customer¿s blood glucose. Reportedly, customer reverted to manual injections for insulin therapy.